Event description:
During prep, prior to inserting in the pt, plastic debris was found on tip of the catheter. There was no pt injury reported with the event.

Manufacturer narrative:
The product is available for evaluation and testing, however, the analysis has not been completed. Additional info will be submitted within 30 days of receipt.